Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had an error was active reoccurring patient in the station. Customer stated that active reoccurring patient that comes every 3 months and patient encounter was still active in this station and happened on several encounters. There was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the actively admitted was reoccurring patients. A technical support specialist informed to inactive the patient time for the devices and checked auto discharge on the units. Proceed to close this case. The system functioned as intended after technical support specialis troubleshoot the device.